Manufacturer narrative:
D6: implanted date: device was not implanted g5: 510(k): k923607 and k926214 the actual device was not returned for evaluation and was discarded by the involved facility. With no return of the actual sample to evaluate and no known lot number, the investigation of this complaint was limited. Based on the complaint description, it is likely that the actual sample came into contact with a metallic device, including a metallic needle during withdrawal, the following reproductive test was conducted. A current guidewire product sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire sample having contact with the metallic needle. The urethane coating was sheared off from the guidewire sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state with the presence of a semicircular groove. Based on the investigaton, it is likely that the actual sample was withdrawn from a metallic needle in the state of its urethane outer layer having contact with the needle, resulting in shearing of the urethane outer layer. However, with no device return, the exact cause cannot be definitively determined. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: do not manipulate/withdraw the radifocus glidewire endoscopic(urologic) wire through a metal entry needle, metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edges may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported separation of the urethane layer on the involved device. It was reported that after the ptcd drainage with use of a metallic needle, a piece of foreign substance approximately 3 cm in length was angiographically found on the surface of the liver. Although it can be seen only in the image, it is possible that the piece is from the guide wire. Since the guide wire in question was already discarded, it is unknown when , how, or which part of the guide wire came off. When the user withdrew the guide wire in question, resistance was not felt and therefore was not aware of damage on the wire. The foreign substance remains in the patient' s body and it is impossible to retrieve it. The procedure outcome is unknown. Current condition of the patient is unknown.